Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the b4 date. In the initial report it was reported that the date of this report being submitted was march 23, 2021 however the correct date should have been april 15, 2021. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 21may2021: the abscess was identified approximately seven days after the deployment of angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for infection. Infections can be caused by any breach in the sterile field, bacteria on the patient's skin or post-procedure wound care. Angioseal devices are sterilized prior to being released as the manufacturing records indicate. The source of the infection is likely not related to the angioseal device itself but the environment or external patient conditions where the device was used. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity: (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device was used after the stroke case. Before the procedure, the physician has checked the puncture site using an ultrasound and it was seen that, puncture site was common femoral artery. Then, angio-seal was performed properly. After the case, it was detected fewer on the groin area. C-reactive protein (crp), was tested and seen that it was a bit higher than normal level. The groin area was then checked with ultrasound and an abscess was observed. There was minor harm to the patient. Additional information was received on 31march2021: the sheath size used during the procedure was a 6french. The abscess was treated by IV antibiotics. Hemostasis was achieved by the angio-seal device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient was in stable condition. There was no blood loss. There were no concomitant devices used.